Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent hypoglycemia overnight and hyperglycemia during the day while using the ilet system, with lows occurring after using correction doses and with missed meal announcements when starting meals while low; the user treated nocturnal lows with oral carbohydrate per the 15/15 rule and received education that untreated missed meal announcements and aggressive corrections could contribute to subsequent lows, and additional training was scheduled. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary clinically significant low glucose events and high glucose events that were self-managed without professional medical intervention or assistance. Investigation included a review of user-reported blood glucose trends, alert behavior, and use of oral glucose to correct lows, as well as assessment of user practices related to meal announcements and correction dosing. Investigation of this case revealed user technique and use-pattern issues, specifically missed meal announcements and treating pre-meal lows without subsequent timely meal announcements, which likely contributed to both low and high glucose excursions; device alerts for low glucose were reported as functioning. It was concluded, based on previously established findings for similar reports, that the cause was user technique and therapy management, for which additional training was arranged.